Manufacturer narrative:
The actual device was evaluated by fresenius personnel and the failure mode was confirmed during device testing and evaluation. The dialyzer was returned to the manufacturer without its pre-packaged pouch. The fiber bundle was returned with some evidence of blood exposure. Gross visual examination of the sample noted a polyurethane delamination on the non-cavity internal dialyzer end of the device. The delamination manifests as a separation from the polyurethane and the dialyzer housing. The delamination in the potting extends under the o-ring. Non-routine maintenance log sheets and downtime history of the conditioning carousel were all thoroughly analyzed to determine a root cause. Though conditioning carousel downtime has been correlated with delamination, the reported dialyzer could not be confirmed due to insufficient evidence. The investigation proved to be inconclusive. A device history record review was conducted and confirmed that there were no deviations or nonconformances during the manufacturing process. Product labeling, material, and process controls were within specification.

Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was noted to be an internal dialyzer leak. Test strips were used to confirm and the machine alarmed. Estimated blood loss was 250cc's. The pt had no adverse effects and no medical intervention was required. The pt completed treatment with a new set-up. Sample has not been returned to MFR.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.